Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death or serious injury.

Event description:
Reporter indicated that revision surgery was planned to explant the vns patients' device, due to a malfunction. Further follow up with the surgeon revealed that the surgery was scheduled due to high lead impedance noted on an unknown diagnostic test "about a month ago" by the treating physician. The surgeon stated that the patient had experienced significant weight gain since the original implant and believed that the weight gain was a possible cause of the high impedance. Troubleshooting in the or revealed that the lead was problematic and the lead was explanted. The generator was replaced prophylactically and a new system was implanted. Attempts to obtain the explanted products for analysis have been unsuccessful to date.